Event description:
It was reported that a cutting balloon blade was lifted. A cutting balloon was selected and advanced to treat the target lesion. The device was used in a normal way and the treatment was successful. When the balloon was removed from the patient, it was noted that one of the blades was hanging loose from the balloon. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was further reported that the lesion was located in a haemodialysis access management (ham) fistula and one of the blades was bent.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).